Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history including motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus/basal delivery and a motor position encoder error alarm was noted in the alarm history. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump passed the displacement, rewind, basic occlusion and prime tests. The drive support disk was inspected and no anomaly was noted. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.